Event description:
Fast flow. No adverse event reported.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The sample was reported to be available, but has not yet been received for evaluation. Without the actual product or specific information on what actually occurred, a complete analysis cannot be conducted. No additional information has been provided, although requested. A review of the lot history found no other fast flow complaints for the reported lot. No determination can be made for the condition reported at this time. If additional information that is pertinent to this event becomes available, I-flow will submit a f/u report.